Event description:
Plaintiff alleges that as a direct and proximate result of the negligence of the defendants, the plaintiff was seriously and permanently injured, was caused to suffer and continues to suffer great physical and mental anguish, and continues to now and will be caused to seek further aid and medical attention, incurring great expense therefore, and is prevented from attending to her usual activities, and prevented from working in the profession for which she was trained, thereby resulting in lost wages and income, and was otherwise seriously and permanently damaged.